Manufacturer narrative:
H3: analysis of the software exports and log files found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. Analysis reviewed the planning of the executed trajectories. Inferior lateral skiving potential in both l4 trajectories. Analysis reproduced the registration results. The CT-fluoro match score shows acceptable values and the image match show no observable shifts. As reported: "during a l3-s1 case ¿, there was a deviation on both left and right side of l4. This was an open case with a midline incision and using the schanz screw." The fact that all the other trajectories were accurate eliminates the possibility of surgical arm inaccuracy. Images suggest a modification to the spine between CT and fluoro, a filling in the vertebral disc space between l4 and l5 is missing in fluoro images. This possibly may have led to spine instability. After ruling out registration shift, surgical arm accuracy and a patient shift, analysis concluded the deviations reported were due to l4 vertebra instability in combination with an existing skiving potential. The fact that all the other trajectories were accurate, further highlights this probable cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative disks with fixation. It was reported that planning for an l3-s1 olif psf was completed preoperatively and reviewed by the surgeon. A schanz pin was placed in the right psis and connected to the bone mount bridge to mount the system to the patient. Registration was successful when labeling off of l4. There were yellow values at l3, but green values at every other level with no shifts noted so registration was approved. The surgeon did l3-s1 left and then l3-s1 right. Navigation looked correct during the entire procedure. All 8 screws were placed and imaging was done. Right l4 was found to be very low. The surgeon completed the olif, flipped the patient and then removed right and left l4. The screw right l4 screw was 5-6 mm lateral. Left l4 was also deviated 4 mm lateral and inferior. The manufacturer representative did not think it looked like the screws skived. The screws on l4 were repositioned freehand. There was no patie nt harm and the procedure was delayed less than an hour.